Event description:
It was reported that as a result of using the catheter the patient's penis became inflamed and swollen and he developed a fungus. The patient had to have an indwelling catheter placed and a topical prescription cream in order to treat the reaction. The patient feels that the adhesive on the male external catheter caused the reaction. Per additional information from the patient on (B)(6) 2015, the patient has used this product for 30 years and has never had a reaction to it until now.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.